Event description:
It was reported that upon implant of this lead, the physician was unable to obtain adequate parameters for this lead as it exhibited high capture threshold and impedance. The physician then decided to remove and replace this lead for an active fixation lead, and the procedure was completed successfully. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of pacing impedance high out of range and high capture threshold.

Event description:
It was reported that upon implant of this lead, the physician was unable to obtain adequate parameters for this lead as it exhibited high capture threshold and impedance. The physician then decided to remove and replace this lead for an active fixation lead, and the procedure was completed successfully. No adverse patient effects were reported. The lead is expected to be returned for analysis.